Event description:
It was reported that during deployment of an ivc filter, two of the legs were crossed. The physician was unsuccessful in using a snare in an attempt to reposition and uncross the legs. The filter is now tilted approximately 90 degrees in the ivc. The patient was sent to the hospital to consult a vascular surgeon about the removal of the filter. The filter remains implanted and no patient injury reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.